Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During visual inspection of the device, foam particles were observed inside the device; in addition, dust/dirt contamination was also observed (unrelated to the reportable malfunction). Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repairs were performed. The device is to be scrapped per customer request.

Manufacturer narrative:
This device, bipap a30 was manufactured 05/12/2014 which is prior to UDI requirement implementation.  This device does not have a UDI, and no UDI will be listed in this report.